Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer report #s 3005099803-2013-06508 and 3005099803-2013-06399 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.